Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the hex driver broke during the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the lot number is unknown. This device is used for treatment. The surgical technique states that do not over- or under-torque. Under tightening of the hinge post extension may allow it to loosen over time. Overtightening is not necessary. It was alleged by the sales rep that over torque was applied to thread down the post which caused the hex torque wrench to break. Therefore, the instrument breakage was due to user error.